Event description:
It was reported that the impedance had increased. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an unk procedure one harmonic knife did not conduct vibrations at all. When the other knife was used, the lower surface of the sheath was damaged. Another like device was used. There was no pt consequence.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.